Event description:
The customer received blood glucose readings of 160, and over 200mg/dl on the breeze2 meter, re-tested on a different meter and the readings were 25 and 96mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips were sent to the customer.